Event description:
This information was reported directly to sizewise, the company that provided this rental piece of equipment, in 2008. Wheel chairs of kansas was also alerted by sizewise immediately, prior to completion of this report. Sizewise is a division of wheel chairs of kansas. The patient was preparing to use the bariatric commode/shower chair with the assistance of 3 nursing staff members. The foot rests had been removed for ease of use. The patient felt faint when first standing at the bedside, and began jerking after she had sat back down on the bed. She struck her right lower leg above the ankle on the wheel locking mechanism of the chair, which was positioned at the bedside. A laceration requiring 6 stitches was documented. A different chair was provided the next morning. Consultation report from the following month, shows healing of this laceration without complications. The issue here seemed to be the patient's movements, not a defect in the chair. There were no defective parts noted on the chair after the event.